Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated along with error 31226. The usm was tested on an in-house system and failed in normal mode as error 31226 was triggered. The usm was also tested on patient side cart (psc) fixture test platform (pftp) and failed the fiber test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the recoverable faults occurred against universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 32097 against usm 4. The tse advised the customer that usm 4 would need to be serviced. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted usm was faulted and replaced the usm4 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.